Event description:
It was reported that the wake button was difficult to press. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined follow up with technical support, and no additional information was received regarding further actions or outcome of the event.